Event description:
This is follow up#1 to report on 10/jun/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia repair¿ surgery and was implanted with an unknown strattice device on (B)(6) 2016. The patient underwent an ¿injury (mesh infection + fistula + exposed mesh + debridement + bowel involvement)¿ on (B)(6) 2016. The form lists the condition that was treated was ¿hernia¿ in 2016. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿gore: dualmesh¿ on (B)(6) 2003. The form indicates that the device was not revised or removed. The patient was implanted with another non-abbvie device, ¿bard/davol: ventriost¿ on (B)(6) 2014. The form indicates that the device was removed on (B)(6) 2016 due to ¿injury (mesh infection + fistula + debridement).¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Per additional information received on 10/jun/2024, there was no report of hernia recurrence. E2319 has been removed from this record.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.